Event description:
It was reported that a biolox delta cer head 12/14, 32 x 0 was planned to be implanted on a patient on (B)(6) 2015. It was reported that markings were noticed on the head when opening it during surgery. It was determined that the head wasn't appropriate from implantation by the surgeon and a new implant was opened.

Manufacturer narrative:
DHR records were reviewed and found to be conforming. No trend identified. The compatibility check could not be performed as only one product was reported to us. It was reported that the biolox delta head was opened and being handed to the surgeon when the scrub tech noticed markings on the head. It was determined that the head wasn't appropriate for implantation by the surgeon and a new implant was opened. Biolox delta head presented a couple of metal transfer on the articulating surface and anchoring inside surface (slight scratch lines and point contacts). Moreover, there was a blue marked area when the product was received which supposed to be done with a marker by the customer. Very slightly metal transfer points were seen underneath this marked area. Possible causes: unsterile product, damaged product due to inadequate packaging (eg: temperature, vibration, impact during transport or storage). Possible as handling (improper handling) of the device is out of zimmer (B)(4) control. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices,pictures, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).